Manufacturer narrative:
During the investigation of lot 1030 false positive b-hcg results were found to occurred on a pt sample using the vitros immunodiagnostic products total b-hcg reagent pack at an alternate facility. Testing utilizing the vitros immunodiagnostic products total b-hcg ii reagent pack produced the expected negative results. The root cause of the event in unk.

Event description:
A customer observed false positive total b-hcg results on two lots of reagent for one pt sample on the eci analyzer. The results occurred during a study. No erroneous results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm. This is one of two reports to cover the two lots in question.